Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and stated she went to the emergency room with high blood glucose of 587 mg/dl. Customer had gone out to eat after having high blood sugars that were treated with the insulin pump, but continued to be high. Her symptoms included polyuria, lethargy, xerostomia, and weakness. In the emergency room, customer was treated with insulin and her blood glucose went down to 274 mg/dl. At the time of this report, customer's blood glucose was 575 mg/dl. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. No air bubbles or leaks were found in infusion set tubing. During manual prime, insulin exited at the quick release. Customer declined to check insulin pump settings and stated her basal rates may need to be adjusted. She was unable to perform high pressure test and was advised to change entire set, reservoir and insulin.